Event description:
This emdr is being submitted for an unknown number of affected wafers with unknown lot from an unknown number of market units. The end user reported that starter hole of the wafer was off centered prior to use. He also stated that it had been an ongoing issue for approximately three years. The product was used on patient. However, he did not used most of the wafers but used the ones which were less affected. He also reported decreased in wear time, for those that were off-centered, which was a week or less. Further, he stated that his normal wear time was one month. No harm was reported. No photo was available at this time.

Manufacturer narrative:
A2: age at the time of event - 64 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.